Manufacturer narrative:
(B)(4). To date of incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while working around the gastric band, a piece of the active waveguide disengaged into the patient's cavity. The piece was retrieved with no patient injury. A new dissector was opened and used to complete the procedure.